Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall when the alleged product issue first started, however informed the cca that on (B)(6) 2018 they had obtained a blood glucose result of ¿140mg/dl¿ on the subject meter and a result of ¿32mg/dl¿ on another device within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient does not take any medication in order to manage their diabetes and informed the cca that they had exercised to help manage their blood glucose levels. The patient reported that on (B)(6) 2018, at an unspecified period of time before the alleged product issue occurred, they developed symptoms of ¿lightheaded and lost vision¿. In response to this the patient went to the emergency room (e.r) where they were treated with a glucagon injection by a healthcare professional. This was in response to a blood glucose result on an e.r meter of ¿32mg/dl¿. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly at the time of testing and an approved sample site was used to obtain the alleged inaccurate result from. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.